Event description:
A nurse called to report that the customer was admitted for dka. It was indicated that the customer is on manual injections. The contact stated that the infusion set came out of the body and the customer did not notice. Also it was informed that the pump had an error alarm. Assisted the nurse to clear up the alarm and reprogram the time and basal rate. Later the nurse called back to deactivate the temporary basal and set the time and date.